Event description:
It was reported that following laser atherectomy, the jade balloon was used in the superficial femoral artery (sfa) in an 80mm segment. The balloon advanced and inflated with no issues, however, the artery could not open up upon inflation. Several attempts were made and the segment decreased from 80mm to 40mm, however, could not open further. During treatment, the balloon ruptured. When the balloon was at the 6f sheath, the balloon accordioned and upon the catheter removal, the balloon membrane remained in vivo at the external iliac/femoral location. The patient was transferred to a hospital to perform surgery to remove the fragment. The component was successfully removed. The patient was admitted for overnight observation. The patient was stable with no consequences.